Event description:
The customer reported that the system displayed a filament regulator error message during a procedure. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended. However, the system software was reloaded as a precautionary measure. This malfunction may have resulted in a possible accidental radiation occurrence.